Event description:
It has been reported that when drilling for the distal of the two screws, the step drill would not easily pass through the rod. The step of the drill was hung up on the lateral edge of the screw hole. The tip of the drill bit broke off in the pt's femoral neck.